Manufacturer narrative:
Referring to the product inquiry all reported items are considered primary products. The explanted devices were not available to stryker due to ¿hospital policy¿ as reported. However, no product malfunction was reported. Review of the device history records of all products reported revealed no conspicuities. The items were documented as faultless prior to distribution. In the event description it is stated: ¿it was reported that on (B)(6) 2015 surgeon implanted a t2 femoral ar nail - inserted retrograde. Wound did not heal fully and surgeon decided to convert to a gamma nail due to non-healing of wound. Patient was originally scheduled for surgery on (B)(6) 2015 but patient was deemed too ill to be operated on (no details on type of illness will be provided). Two hours after the revision surgery patient expired. No additional information will be made available. Left side. This pi is for the revision surgery. (B)(4) considers the revision surgery (explanted products). The limited information available was forwarded to a consultant healthcare professional (hcp). He stated: ¿the event description describes the death of a (B)(6) patient in a very poor general clinical condition. There is no evidence from a clinical point of view that the fatal event is related to any of the affected implants. Since product malfunction was neither reported by the user nor determined during device history review and based on the above statement, the sections complaint history review/trending, nc/CAPA history review, packaging insert/IFU, procedure, and/or literature review, expanded investigation activities and a review of any risk file were deemed dispensable in this case. Evaluation revealed that the root cause of the event is not linked to a deficiency of the reported devices, but is rather considered patient related.

Event description:
It was reported that on (B)(6) 2015 surgeon implanted on the left side a t2 femoral ar nail - inserted retrograde. Wound did not heal fully and surgeon decided to convert to a gamma nail due to non healing of wound. Patient was originally scheduled for surgery on (B)(6) 2015 but patient was deemed too ill to be operated on, details on type of illness will not be provided. Furthermore, patient was revised on (B)(6) 2015, however 2 hours after the revision surgery patient expired. No additional information will be made available. This pi is for the revision surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that on (B)(6) 2015 surgeon implanted on the left side a t2 femoral ar nail - inserted retrograde. Wound did not heal fully and surgeon decided to convert to a gamma nail due to non healing of wound. Patient was originally scheduled for surgery on (B)(6) 2015 but patient was deemed too ill to be operated on, details on type of illness will not be provided. Furthermore, patient was revised on (B)(6) 2015, however 2 hours after the revision surgery patient expired. No additional information will be made available. This pi is for the revision surgery.